Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03915. It was reported the patient experienced numbness and pain in her upper extremities. It was also reported the patient is not receiving effective stimulation. The patient would like her scs system explanted. Follow-up identified the patient is working with the physician to determine the next course of action.